Event description:
It was reported that, during total knee arthroplasty, while removing a genesis ii patellar cement clamp from the patella once the cement had cured, the surgeon spun the gold knob and it all came off, while it was inside the patient. The small stop on the end of the clamp to stop this from happening has come off. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem. The patient was x-rayed after closure to ensure the broken piece was not left inside.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device's retaining cap was found to be fractured from the threaded rod, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that based on the information provided, the clinical root cause of the reported events could not be definitively concluded. The impact beyond that which was reported is not anticipated as it was communicated that ¿the patient was x-rayed after closure to ensure the broken piece was not left inside.¿ the patient was reportedly not harmed as consequence of this problem. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.